Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient felt the device wasn't working and wouldn't hold a charge. As a result, the patient stopped charging and hadn't used the device for a couple of years. The device was deemed inoperable. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.